Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had multiple no disposable alarms and the customer had to replace the pump. No patient injury was reported.

Manufacturer narrative:
Device manufacturing date: 26-feb-2020.